Event description:
On (B)(6) the reporter contacted animas alleging that the pump was emitting call service 087 alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/08/2015 with the following findings: a review of the pump¿s black box history showed that cs 69 call service alarms written as cs 87 call service alarms were recorded. During testing, the pump emitted a cs 69 call service alarm on the first rewind step attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.